Manufacturer narrative:
The reported event of non-mating set screw could not be confirmed since neither products nor images were available. Review of the device history records revealed no discrepancies. The device in question was documented as faultless prior to distribution. As to missing item it could not be determined if the thread of the set screw had become damaged ¿ i.e. Appearance of typical traces of cross threading due to oblique insertion. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. A medical assessment was not possible due missing medical records. With available information a deficiency of the device was not verified. In case further information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
The pharmacist from the hospital reported the following event: "impossibility to screw the locking screw into the nail. Cervical screw not blocked, dynamic assembly not desired, risk of mobilization of unwanted material. Corrective actions taken: checking the installation instrument: correct assembly, no instrument faults. Change of the locking screw, same problem. It appeared that the internal thread of the gamma nail is defective and does not allow the locking screw to be screwed in. Change of the nail not possible in per operation, very difficult reduction, assembly therefore left in place. The patient is a (B)(6), obese. The surgeon has instructed her to stay in bed. The surgeon tried to lock the first locking screw available in the kit, and could not lock it at all. So he used another locking screw available and again, he could not lock it. He managed different ways to lock the screw with the screwdriver and finally gave up leaving the patient with unlocked lag screw. It is not planned to revise the patient. This surgeon is experienced and has implanted many gamma nails (about 80) and never faced this situation before. Surgical delay of 30 min. Impossibility to put a locking screw, assembly left in dynamic mode.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The pharmacist from the hospital reported the following event : "impossibility to screw the locking screw into the nail. Cervical screw not blocked, dynamic assembly not desired, risk of mobilization of unwanted material. Corrective actions taken: checking the installation instrument: correct assembly, no instrument faults. Change of the locking screw, same problem. It appeared that the internal thread of the gamma nail is defective and does not allow the locking screw to be screwed in. Change of the nail not possible in per operation, very difficult reduction, assembly therefore left in place. The patient is a (B)(6) woman, obese. The surgeon has instructed her to stay in bed. The surgeon tried to lock the first locking screw available in the kit, and could not lock it at all. So he used another locking screw available and again, he could not lock it. He managed different ways to lock the screw with the screwdriver and finally gave up leaving the patient with unlocked lag screw. It is not planned to revise the patient. This surgeon is experienced and has implanted many gamma nails (about 80) and never faced this situation before. Surgical delay of 30 min. Impossibility to put a locking screw, assembly left in dynamic mode.